Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified an arc shaped cut in the eva material. Functional testing confirmed the reported condition. The cause of the condition remains unknown, but indicates the issue occurred during use of the device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered after compounding, but prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.